Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device showed heavy signs of wear, some teeth were worn and traces of lateral impact were noted. Most likely the saw blade suffered a lateral impact so the cutting tool clamping mechanism was tightened up to a degree it could not be released by hand at the customer site. The device also failed pretests for visual inspection. The assignable root cause was traced to component failure due to normal wear. A device history review was performed, and no non-conformance were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw blade parall device would not cut, was dull and showed signs of wear. It was further determined that the device failed pretest for visual inspection. It was noted in the service order that the saw blade device was stuck in the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.